Manufacturer narrative:
Concomitant medical products: product ID: e tlw1620c124ej, serial/lot #: (B)(4), ubd: 16-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that a follow up carried out one month after the index procedure showed no endoleak. During another follow up carried out by the patient's family doctor approximately one year post implant, an unknown endoleak was suspected. It was reported that the patient presented emergently approximately 14 months post implant. A CT scan revealed that re-rupture of the patient's aneurysm had occurred due to a type ia endoleak that occurred after the initial evar. An emergency intervention procedure was performed. The endurant ii stent graft system was explanted and blood vessel prosthesis implantation was performed. It was reported there were no issues after the operation. Per the physician, the original cause of the event was due to oversizing. It was suspected the device diameter was too large for the vessel diameter. No additional clinical sequelae were reported, and the patient is fine.